Event description:
It was reported the keyboard is broken and maybe the EKG (electrocardiogram) port. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the left keyboard hinge was broken, and the electrocardiogram (ECG) port connector was loose, as a result the link electronic module (lem) circuit board was replaced. (B)(4).